Event description:
It was reported that after a recent factory reset and while the ilet was still adapting, the user experienced recurrent hypoglycemia during active periods at work and following a ¿usual¿ dinner announcement after which the system delivered 11.4 units, leading to blood glucose in the low 50s for approximately 20¿30 minutes; the event was managed with oral carbohydrate including candy, juice, or breakfast bars. Symptoms included tingling of the mouth and cheeks and mild lightheadedness with imbalance. Outcomes included transient hypoglycemia without medical intervention or hospitalization. Investigation included complaint review, user interview, review of available device data and reports, and troubleshooting and education regarding pausing during activity and ongoing adaptation of insulin needs. Investigation of this case revealed no device malfunction and that the dosing behavior was consistent with automated insulin adaptation following prior lower dosing that did not maintain target range. It was concluded that hypoglycemia occurred with cause unclear in the context of user activity and system learning, and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.